Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, the patient claimed no function of the implanted device. So the operating doctor explanted the device. Our medial support advised to change the left cylinder, too, but the operating doctor decided to change only the right cylinder. The operating doctor found the right distal cylinder was perforated at the tip.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan pump and one cylinder were received for evaluation. Examination and testing of the returned components revealed two separations near the distal tip of the bladder of the returned cylinder. Testing revealed these to be sites of leakage. The separations appeared to be smooth and straight indicating contact with sharp instrumentation. No abnormalities were noted during examination and testing of the pump. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of the returned cylinder occurred subsequent to the device packaging being opened. The information received indicated there was no defect noted while prepping the device at the implant surgery or during the implant procedure. This type of separation would result in the device not working as intended, however, the information received does not indicate when this malfunction was noted or how it occurred. Due to the brief period implanted, quality is unable to determine when the separations occurred. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.